Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified medication at an unspecified rate. It was reported that during priming of the tubing set prior to pt use, an unspecified volume of solution leaked from a reported back end of the tubing set. No specific details were provided. Though requested, no add'l info was provided including if the tubing set was replaced and therapy was initiated.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.